Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a fresh gas leak of approximately 5 lpm. No report of patient involvement.

Manufacturer narrative:
A ge healthcare field engineer performed a check of the system and confirmed the customer allegation. The s-valve flush assembly was replaced and the system was returned to clinical use.